Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly and that the pump battery was depleting quickly resulting in the pump shutting off. It was also reported that the customer experienced a blood glucose level of over 600 mg/dl and went to the emergency room. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.